Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator (ins) for gastro intestinal/pelvic floor. It was reported that the ins was non-functioning as it was interfering with the another neurostimulator for spinal pain. The hcp stated that the ins was currently off and the patient was planning to have the ins removed. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Addtional information was received. Hcp stated that the cause of the interference was unknown. No further complications reported or anticipated.